Event description:
During an MRI of hip following first routine sequence, the patient complained of a burning hot sensation betweeen her upper thighs. Technologist moved the coil and did not see any evidence of a burn. A cushion was placed between her upper thighs and the exam continued. No other problems were expressed by the patient. Shortly after return to room, patient complained of burning feeling in between legs. Fluid filled blisters were noted on both of her upper thighs.======================manufacturer response for MRI, ge lx2 MRI (per site reporter).======================currently investigating machine, coil and other possibilities. They are being very responsive.what was the original intended procedure?MRI hip.device #1is this a laboratory device or laboratory test?no.